Manufacturer narrative:
Correction to sections d1 and d4. Please reference related manufacturer report no: 2015691-2021-02717. The delivery system was not returned to edwards lifesciences for evaluation. Pictures of the delivery system after use showed the balloon burst and separated, and the guidewire lumen had been removed from the delivery system. Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and withdrawal difficulty were confirmed by the provided imagery. A detailed root cause analysis for similar returned complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. Per report, 'the delivery system balloon ruptured. The ruptured balloon was unable to be pulled back into the sheath.' Per report, 'the cause is possible calcium in the root. Most likely over sizing of the balloon. 5 extra cc was added to the inflation device.' Calcification present in the landing zone can create a challenging anatomy for balloon inflation and can weaken the balloon material, contributing to the burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, procedural factors such as over inflation of the balloon may potentially subject the balloon to pressures high enough to cause bursting. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. Furthermore, it is likely that the balloon burst altered the balloon profile. These characteristics of the altered delivery system made the device more susceptible to catching on the tip of the sheath, contributing to withdrawal difficulties. As such, available information therefore suggests that patient (calcification) and procedural factors (over inflation of balloon, withdrawal of a burst balloon) likely contributed to the complaint event. Since no edwards defect was identified, no escalation to a product risk assessment or corrective/ preventative actions are required.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to section g4 is being submitted in this supplemental report.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral transcatheter pulmonic valve replacement (tpvr) with a 29mm sapien 3 valve, the delivery system balloon ruptured. The ruptured balloon was unable to be pulled back into the sheath. Attempts to snare the device were performed but was unsuccessful. A cut down was performed to remove the device. The patient is stable post procedure.